Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported having old transmitter listed in (B)(6) settings. Patient was advised to forget the old transmitter, reset (B)(6), uninstall and re-install g5 application, manually enter transmitter, ID, and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.